Manufacturer narrative:
Although the patient's exact age was not provided, the patient is reportedly over (B)(6).

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during an anterior repair procedure (procedure date unknown).according to the complainant, about one and a half years post procedure, the patient presented with mesh erosion during a routine examination. The patient was asymptomatic. It was reported that a horizontal incision was used during the implantation procedure. It was also reported that the physician planned to do a revision in (B)(6) 2011.the patient's current condition is unknown. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that "almost exactly two years ago," the physician placed the uphold vaginal support system in the patient via a "transverse approach, done at the same time as a vaginal hysterectomy." The physician indicated that the patient "had an uneventful post-op course, and a normal exam one year ago." The patient was reportedly prescribed premarin cream (prescription duration unknown), however the physician noted that there was "no improvement" after a month of usage. The physician reported that the patient returned to the or for mesh revision on (B)(6) 2011, and the procedure "went well."